Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing issues with placing the ins recharger (insr) antenna to get good coupling. The ins was depleted and the patient programmer (pp) displayed the charge ins warning. The patient was concerned that they ins had depleted quickly from last full recharge. The insr was reported to have a blank screen after starting to charge using the desktop charger (dtc), patient service specialist (pss) informed the patient that after a few minutes of charging the insr screen shuts off normally. A replacement insr antenna was sent, no additional complications, or additional symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had received the replacement antenna but was not able to get any coupling boxes. The patient had attempted repositioning the antenna and rotating it. After performing an antenna locate they had two coupling boxes but then lost them. The patient later added that the replacement of the recharger antenna did not resolve the coupling issue and the ins battery draining quickly, but that those issues had been somewhat resolved.